Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged and was electrically abandoned until a treatment decision has been made. The patient is pacemaker dependent but there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead dislodged and was electrically abandoned until a treatment decision has been made. The patient is pacemaker dependent but there were no adverse patient effects reported. Further investigation in conjunction with boston scientific technical services (ts) indicates that there is no evidence to support the belief of lv lead dislodgement. The lv pacing was re-enabled ad appears to be functioning properly. The patient is less symptomatic since bi-ventricular pacing has been re-enabled. The lead remains implanted and the patient will be monitored